Event description:
Revision due to femoral neck fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the result of this investigation once it has been completed.